Manufacturer narrative:
Event summary: the patient data files confirmed system notice a system notice was received indicating that the refrigerant delivery path was obstructed (50012) at applications one, two and three for catheter 2af283 / 83134-12 on the date of event. Data files also showed at least eleven applications were performed with this catheter. Upon visual inspection of flexcath sheath 4fc12 / 83482-043, results showed the device was intact with no apparent issues. Air aspiration was reproduced when arctic front catheter was introduced through the sheath. In conclusion, the reported sheath valve leak issue has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the hemostatic valve of the sheath was leaking. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.